Event description:
Balloon rupture after approximately 2 hours decrease of balloon pressure and subsequent balloon burst. Surgeon completed the procedure under fibrillation. No patient injury reported. No product return as the sample has been discarded by the hospital..

Event description:
It was reported the fowler (backrest) was not functioning to specifications as the fowler could not be lowered to a flat (horizontal) position.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. There is extreme wall thinning in the area of the burst. The edges of the burst are smooth. There is no evidence of aneurism or external damage to the balloon. Visually the device has a small kink approx. 3 inches from the strain relief. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with the clamp catheter. The arterial cannula returned with the device was visually inspected to see if there were any anomalies that would have contributed to the balloon burst but there are no defects with the cannula. These devices are visually and functionally inspected and tested 100% prior to packaging and the condition of the balloon was not present during that time.